Event description:
It was reported during implant after several attempts fixing the lead, the distal coil on the lead appeared unraveled. The lead was not used. No patient complications have been reported as a result of this event.

Event description:
It was reported during implant after several attempts to pass the lead through the sheath, the distal coil on the lead appeared unraveled. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The defibrillator conductor was distorted. Blood in/on helix mechanism and sleevehead. The lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.